Manufacturer narrative:
The other additional device is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported mitral regurgitation cannot be determined. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the worsening mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and after successful grasping and closing the clip, the posterior leaflet was noted to be torn. The clip was reopened and repositioned, then deployed. A second clip was then implanted as treatment for the torn leaflet however the mr increased to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.